Event description:
The hcp reported the pt presented to the ER in 2007 with a low grade fever and pain at the lumbar incision site. An infection was diagnosed. The pt's entire device system was explanted. The drug used in the pump was baclofen 500 mcg/ml at a dose of 50 mcg/day. The pt recovered without sequela and was implanted with a new device in approx four months later.

Manufacturer narrative:
.